Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while the pump was charging. Reportedly, the pump was not within abnormal temperature conditions. The customer's blood glucose (bg) level was 250 (mg/dl) with a trace amounts of ketones. The high bg level was addressed with manual injections. Reportedly, the alarms were ultimately cleared after the pump was unplugged from the charging cable and the customer was able to resume insulin delivery.